Event description:
It was reported via a clinical study that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2012, due to fibrous ingrowth of the femoral stem and pain. No further information has been received.

Manufacturer narrative:
Information was received via a clinical study. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date: unknown